Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power and driveline disconnected alarm was confirmed with the submitted log file. The log file captured data entries on (B)(6) 2020 from 2:42 am to 6:47 am. Low flow alarm events became active at 6:25 am relating to the flow estimation value being below the low limit threshold (2.5 lpm). Both power cables were disconnected at 6:43 am resulting in the no external power alarm to become active. One minute later, the driveline disconnected alarm became active and appears to be related to a physical disconnection. Shortly after, the shutdown sequence was initiated. These sequence of events suggest the system controller was being disconnected from service. It was noted the log file was retrieve from system controller (serial # (B)(6). A root cause of the data entries captured in the log file could not be determined. This event was extracted from of MFR # 2916596-2021-03350. A log file was submitted for evaluation on may 19, 2021. Multiple attempts were made to obtain additional information from the customer regarding the captured data entries on (B)(6) 2020; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # (B)(6) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6) was shipped to the customer on 26aug2019. Heartmate 3 patient handbook in section 2, entitled ¿how your heart pump works¿, covers how to replace the running system controller with a backup system controller. Also, caution users ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ in section 5, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed including ¿connect power¿ alarms. Low voltage advisory alarm: 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnected alarm: 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was previously reported under manufacturer report number 2916596-2021-02625.

Manufacturer narrative:
The patient information was requested but not yet provided. The incorrect date on the controller was reported under MFR # 2916596-2021-03350. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file showed that the patient had low flow alarms that started on (B)(6) 2020. Then both power cables were disconnected causing no external power event alarms and the driveline was disconnected. Related manufacturer report number of pump: 2916596-2021-03410.